Manufacturer narrative:
(B)(4). The incident device has been received and is under eval. When the device eval is complete, a f/u report will be submitted.

Event description:
The customer reported that they noticed, the wire on the jaw had been stripped bare. There was no pt injury.